Event description:
It is reported that the patient is experiencing hip pain.

Manufacturer narrative:
Evaluation summary: the devices are still implanted. X-rays were provided which show a well placed acetabular shell with one screw in the superior region, and no femoral component subsidence between post-op and 12 month images. In general, patient factors that may affect the performance of the components include: age, bone quality, height/ weight, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. Product compatibility was confirmed. Cause cannot be definitely determined. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.